Manufacturer narrative:
The device was received for eval; the complaint was confirmed. Visual inspection revealed the driver tip was broken off. Function test could not be conducted due to device damage. Material analysis confirmed correct material type. The cause of the event could not be determined from the info available and from the device eval. Device history record review revealed nothing relevant to this event. Based on the info provided and device eval, the most likely cause of this type of event is prying/leveraging the driver while the implant is still loaded. The potential cause of this event is being communicated to the event reporter.

Event description:
It was reported that the tip of the device broke off in the pt and was not retrieved. F/u with the customer provided info that the tip was not retrieved because it broke during the last punch and was described as very tight in place. No x-rays were taken; no second surgery is planned. No further pt info was provided at the time of this report or made available in response to f/u communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.